Event description:
It was reported to boston scientific corporation that a jagtome rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during preparation the wire appeared to be missing. The procedure was completed with another jagtome rx device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the working length/distal tip with exposed cutting wire was twisted, the extrusion was bent at the distal pierce hole, and the exposed cutting wire was discolored and appeared to have melted/split the extrusion at the distal pierce hole. An analysis of the cutting wire and extrusion found that the activated cutting wire appears to have melted/split the extrusion, thereby elongating the distal pierce hole proximally to approximately 2mm. The split pierce hole caused the cut wire anchor to slide proximally from the distal pierce hole and altered the exposed cutting wire length to become shorter. A functional evaluation found that the device did not meet the minimum bowing specification due to the melted extrusion and shortened exposed cutting wire length. In addition, the bowing was found to be intermittent. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. During manufacturing, the sphincterotome devices are 100% inspected and the twisted working length, bent extrusion, and melted/split extrusion are likely due to customer usage/handling during the procedure. The directions for use (dfu) instruct the physician to use the appropriate power settings and also provide references for the power settings. In this event, the cutting wire appears to have melted/split the extrusion, which caused the cutting wire with anchor tubing to slide proximally and affected the cut wire tension/bowing functionality of the device. The exposed cut wire/distal pierce hole was discolored likely from usage/higher power settings. Therefore, the most probable root cause is operational context likely due to the procedural factors/generator settings.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during preparation the wire appeared to be missing. The procedure was completed with another jagtome rx device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.